Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the hospital and a remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the patient's right atrial (ra) lead exhibited intermittent atrial undersensing on stored electrograms (egm's) for atrial tachycardia (at) / atrial fibrillation (af) episodes. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products - model: dtma1d4, cardiac resynchronization therapy defibrillator (crt-d); implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.